Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a 47-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed had limb ischemia. No pulses were found in the patient's right leg (impella side). The purge solution changed to dextose 5% in water (d5w) with heparin and plan to wean off levo, let the heart rest and reassess later. The patient was reported as stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the limb ischemia - reversible issues has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.